Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 52 mg/dl. Her blood glucose at the time of incident was 81 mg/dl. The customer was assisted with clearing the threshold suspend from the pump. No products were shipped or returned.